Manufacturer narrative:
Product evaluation: product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that was exchanged following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a non-qualified cartridge and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is only qualified for use with the certain cartridges. The product investigation could not identify a root cause. No reason was given for the exchange. A non-qualified lens/ cartridge combination was indicated. It is unknown if this contributed to the event. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).